Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity. The patient stated that in 2007 he went to alta ski mountain which is 8750 elevation at the base. Patient ended up getting a baclofen overdose and went to the university hospital for a night. The situation was resolved. The patient was looking to go to the sundance film festival which is 7000 elevation and asked about the procedure for going to the elevation and adjusting the pump. 7000 is 2133 meters and about 4% increase in baclofen per technical and patient services. Technical service specialist noted if patient knows he is susceptible to small changes to talk to the health care professional (hcp) and have the hcp call technical services with questions. No further complications were reported